Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a decrease of four years in estimated longevity over the course of approximately one year. Data analysis confirmed the cause to be increased power consumption and is expected to increase. This device remains in service. No adverse patient effects were reported.